Manufacturer narrative:
(B)(4). The complaint device was not available for evaluation. Without the return of the breathing circuit we are unable to confirm or determine the root cause of the reported leak. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The user instructions that accompany the device state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt236 breathing circuit did not pass the ventilator leak test.the leak test was carried out prior to patient use.